Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called via phone to report a button error and was unable to clear the alarm even after the battery was removed. The customer stated the pump was in his pocket. The time is advancing on the insulin pump. The blood sugar is unknown. The insulin pump will not be returned for analysis.